Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, significant difficulty was encountered in burning into the target site. The first flange of stent also did not open initially. However, the stent was successfully fully deployed and remains implanted. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the duodenum to treat a stricture. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the duodenum. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, significant difficulty was encountered in burning into the target site. The first flange of stent also did not open initially. However, the stent was successfully fully deployed and remains implanted. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the duodenum to treat a stricture. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the duodenum. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked. An electrical test was performed to verify the continuity between the radio frequency (rf) connector and the distal rf electrode, and no issues were noted. Functional inspection was performed by connecting the device to the erbe, and bubbles were seen in the saline solution, which is evidence that the tip was working properly. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of cautery delivers energy intermittently as this happened during the procedure and would not be possible to replicate it in the laboratory of analysis. Additionally, there were no malfunctions noted during electrical and functional inspection that could indicate a cauterization issue. The reported event of stent difficult to deploy could not be confirmed as the stent was not returned for analysis. The investigation concluded that the reported events and additional observed damage of inner sheath kinked were likely due to factors encountered during the procedure. It may be that handling of the device and/or the technique used by the physician limited the performance of the device and contributed to the observed damage. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed transgastric to the duodenum to treat a stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the duodenum to treat a stricture.